Event description:
A malfunction alarm was reported by the customer, identified with the malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was away from home without charging supplies, and technical support planned to follow up for a pump reset once the customer could call back.